Event description:
It was reported to hill-rom that there was smoke and flames coming from the bed. The account removed the patient from the bed and sprayed the bed down with a fire extinguisher. There were no injuries to the patient or caregiver. The bed is not available for investigation at this time. A follow-up report will be submitted once the bed has been made available, and the investigation is complete.

Manufacturer narrative:
The facility that was using this bed was evacuated due to hurricane ike the same day that this event occurred (2008). Due to the evacuation, there has been a delay in returning the bed for engineering evaluation. A follow-up report will be sent as soon as the bed has been returned for engineering investigation.